Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriated engineers and technicians are listed below. Visual inspections & results: "saddle position, up; adjusting knob position, red; approximation lever function prope, yes; approximation lever position, up; cartridge batch number, j44g5p; cartridge position, loaded; number of staples returned in cartr, none; safety position, locked and trigger position, open/locked. Functional tests & results: adjusting knob function properly, yes; adjusting knob past stop, no; indicator setting when fired, green arrow; retaining pin engage anvil properly, yes; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no difficulties noted with the device not fully firing. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a right hemicolectomy while using a tp60 the device didn't fire fully. 10/23/97. The rep reports the case was completed with a tx60b. There was no consequence to the pt.